Manufacturer narrative:
In the case description, the user reports the pdm would not turn off after an event where the pdm was connected to a charging cable and the outlet caught on fire. The pdm was received with extensive damage to the charging port. During investigation, the pdm would not turn on. This damage prevented a charging cable form being inserted into the port and charging the pdm battery. Data was unable to be downloaded from the device since a charging cable could not be connected to the pdm. No further investigations could be completed. Since the ibf and android log files could not be downloaded from the device, it could not be determined if the damage to the charging port contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was alleged that the patient's personal diabetes manager (pdm) would not turn on. The complainant stated that there was a fire in the home (the outlet caught on fire) while the pdm was plugged in and charging before it would not turn on but also stated that it was faulty wiring that had caused the fire.

Manufacturer narrative:
In the case description, the user reports the pdm would not turn off after an event where the pdm was connected to a charging cable and the outlet caught on fire. The pdm was received with extensive damage to the charging port. During investigation, the pdm would not turn on. This damage prevented a charging cable form being inserted into the port and charging the pdm battery. Data was unable to be downloaded from the device since a charging cable could not be connected to the pdm. No further investigations could be completed. Since the ibf and android log files could not be downloaded from the device, it could not be determined if the damage to the charging port contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was alleged that the patient's personal diabetes manager (pdm) would not turn on. The complainant stated that there was a fire in the home (the outlet caught on fire) while the pdm was plugged in and charging before it would not turn on but also stated that it was faulty wiring that had caused the fire.